Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had three channels with high impedance since before 2008. As of (B)(6) 2012, the high channels are now overall six. Audiologist reports decreased sensitivity to sounds. The pt's mother reports lack of progress over last two months despite extensive speech therapy.